Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on¿(B)(6) 2015, 2:18pm¿. The patient reported obtaining inaccurate high blood glucose results of ¿146mg/dl¿ on the subject meter compared to ¿130mg/dl¿ on an ultra mini meter, the results were obtained less than 30 minutes apart. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine as a result of the alleged issue. ¿a few minutes¿ after obtaining the readings the patient detailed that she developed symptoms of ¿sweating and questioning the need to eat¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, blood glucose results were taken from an approved sample site. Cca also noted that there was an allowable difference between the results obtained on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.